Event description:
The device was apparently restored by virtue of the download of performance data from the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a power on reset occurred along with an electrical reset alert.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a por (power on reset), resulting in a low estimated longevity. The device remains in use. No patient complications have been reported as a result of this event.